Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 100 mg/dl. The customer stated that there was battery out limit alarm. The customer also stated that they were able to clear the alarm. Customer stated that they tried multiple batteries until one finally worked to power the insulin pump. Customer was declined troubleshoot for blank display. The insulin pump will not be returned for analysis.